Event description:
The customer stated that there is a melted hole in the top chassis. No patient involvement.

Manufacturer narrative:
Device has been repaired and return of the device to the customer is anticipated. Manufacturer's evaluation summary: the micropaq monitor is intended for use by clinicians for single or multi-parameter vital signs monitoring of ambulatory or nonambulatory patients in health care facilities. The monitor operates as a bedside monitor or can operate with an acuity central station through connection to wireless communication networks. The top case of the micropaq was melted. Welch allyn confirmed the plastic damage. The actual device was evaluated, tested and the investigation determined that an inductor residing on the main pcba overheated from shorted turns of its windings. The overheated inductor melted the front chassis plastic. The main pcba and the to plastics were replaced to restore device operation. The device subsequently passed all acceptance testing. The customer received a replacement unit from the exchange pool.